Event description:
The patient via a manufacturer representative reported that they were charging their implantable neurostimulator (ins) very frequently and the ins pocket site was getting hot. The patient was programmed with high density settings. They had one cathode and one anode with a rate of 500 hertz and a 500 microsecond pulse width. They were charging with the recharger plugged into the wall at the time of the report so it was recommended that they try charging with the recharger unplugged. The manufacturer representative offered to reprogram the patient to low density settings but the patient and doctor had met and they wanted to explant the device. The patient had low density programming previously and didn't have any issue with frequent charging or warmth at the pocket site. At the time of the report the patient still had the ins on as they were getting great pain relief. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.